Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
It was reported that after the device was implanted into a patient it was found that the staple has broken the corner between the bridge and the leg. It was further reported that the patient developed non-union but the surgeon believes they could have inserted the implant at a better angle and the patient may have begun weight bearing early. No information provided by the customer.